Event description:
It was reported that the complete system was explanted due to infection after undergoing device change-out for normal eri. Patient was hospitalized for two days and is currently on antibiotic therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.